Manufacturer narrative:
A sample has been returned, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during surgery there was poor aspiration. The cassette was exchanged, but that didn't solve the problem. The case was able to be completed with no harm to the pt.